Manufacturer narrative:
Patient weight: asked but unavailable. Date of event: as the date of identification of aortic dilation is reportedly unknown, the date of intervention has been used as the estimated date of event. Other relevant history, including preexisting medical conditions: asked but unavailable . Concomitant medical products and therapy dates: asked but unavailable.

Event description:
On (B)(6) 2014 the patient underwent endovascular treatment of a descending aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis (ctag). On an unknown date, it was reported that the patient's aortic diameter distal to the device had enlarged to about 50 mm. It was also noted that the aortic diameter of the device treatment range had dilated slightly. On (B)(6) 2020 the patient underwent reintervention. An additional stent graft was deployed to extend the ctag device distally. During the reintervention, dissection in the patient's right external iliac artery was observed, and a stent graft was deployed to treat the dissection. It was suggested that the dissection was not related to the gore device. The patient tolerated the procedure.